Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Sex - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. Implanted date: unknown. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported upon finishing cardiac cath, an angio-seal device was placed in the right femoral artery. Manual pressure was held for 5 minutes. The pedal pulses found via doppler was weak. The patient was transported to ICU. The patient complained of right leg pain. Then the pedal pulses doppler was not found. The patient was brought back to the cath lab and an angiogram of the right femoral artery was done. The right femoral artery was found to be occluded. Vascular surgeon consulted for arterectomy. The procedure outcome was life-threatening and required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 6/8/18: the procedure sheath size was a 6fr. There were no difficulties with the arterial access, sheath, guidewire or catheter insertion. There was a pre deployment angiogram performed. There were no issues with the insertion, deployment or withdrawal of the device. The puncture site was above the common femoral artery bifurcation. There was a disease present in the access site artery. An angiogram was performed to diagnose the occlusion/thrombosis. There was a doppler prior to procedure, then a weak doppler after deployment and an absent doppler upon return to cath lab. There was right femoral exploration, endarterectomy and patch angioplasty performed to remove the device. There was also plaque, thrombus and a portion of the device removed from the vessel. The portion of the device that was removed from the patient has been retained by the hospital. The patient was stable at the time of the transfer.